Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-aug-2023. The most recent information was received on 21-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pains all over the body") and parotitis ("chronic parotitis") in a female patient who had essure inserted (lot no. C68790). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015, she experienced parotitis (seriousness criterion medically important), arthralgia ("joint pain"), fatigue ("fatigue"), intervertebral disc protrusion ("cervical spine herniation") and tooth disorder ("dental problems"). On (B)(6) 2016, she experienced pain (seriousness criterion medically important), migraine ("migraines") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, fatigue, migraine, insomnia, parotitis, intervertebral disc protrusion, tooth disorder or arthralgia. The reporter commented: since 2015, she has health problems, chronic parotitis, dental problems, joint pain, cervical spine herniation, and fatigue. She is going to have testing performed again shortly. She is tired of the pain and medical wandering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Batch no: c68790. Production date: 2014-06-23. Expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-aug-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("pains all over the body") and parotitis ("chronic parotitis") in a female patient who had essure inserted (lot no. C68790). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced parotitis (seriousness criterion medically important), arthralgia ("joint pain"), fatigue ("fatigue"), intervertebral disc protrusion ("cervical spine herniation") and tooth disorder ("dental problems"). On (B)(6) 2016 she experienced pain (seriousness criterion medically important), migraine ("migraines") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pain, fatigue, migraine, insomnia, parotitis, intervertebral disc protrusion, tooth disorder or arthralgia. The reporter commented: since 2015, she has health problems, chronic parotitis, dental problems, joint pain, cervical spine herniation, and fatigue. She is going to have testing performed again shortly. She is tired of the pain and medical wandering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.